Event description:
Enduser filed a medwatch report in 2006, regarding a 2006 incident in which the physician performed a surgical procedure for treatment of condyloma and complained about the amount of power. Physician completed the procedure with the customer's other ultrapulse system, installed in 1992 and after the procedure was completed, the physician stated that, the handpiece was hot. The doctor was able to finish the procedure without incident. After the careful examination of both lasers, it was discovered by customer that the ends in the blue adaptor was missing from the handpiece. No injury to patient investigation is required.

Manufacturer narrative:
Lumenis technical support is investigating and will determine whether device evaluation is required.